Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 75 mg/dl and high blood glucose levels of 500 mg/dl and low blood glucose levels of 50 mg/dl. The customer was treated lows with dextrose through an IV and high with injection. Customer¿s blood glucose level was 500 mg/dl. The customer had not reported any symptoms. The customer declined troubleshooting for low and high blood glucose. The customer reported that the insulin pump had unexpected restart. A cold reset was performed, motion sensor test failure and motor position encoder error. Troubleshooting was performed for unexpected restart and alarm was clearing and successful rewind and prime was performed. Customer stated that while troubleshooting for unexpected restart alarm pump gave motion sensor test failure. Customer states the pump had received alarm motion sensor test failure and motor position encoder error and the customer was unable to perform the displacement test. Customer was advised to replace and to revert to back up per healthcare professional's recommendation. The product was returned for analysis.